Manufacturer narrative:
Air bubbles observed at cutter port may cause injury to the patient. Hence it is reportable. The possible risks are injury by microbial, viral or prion infection (patient harm). There is no information of any patient injury occurring due to this event. No sample was returned, therefore unable to confirm this complaint. (B)(4). All available information has been provided. This complaint has now been closed.

Event description:
A report has been received of any incident that occurred in (B)(6). The following was reported: as discussed, during the vitrectomy demo during surgery, the cutter had bubbles popping out from the cutter port. All information has been disclosed.